Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive express button and intermittent down arrow button response due to corroded keypad traces. The bolus wizard was tested after cleaning the keypad traces and functioned properly. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube and cracked battery tube threads. The insulin pump was received with minor scratches on the display window, a stained end cap sticker and broken belt clip slot.